Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were repositioned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The right atrial (ra) lead exhibited oversensing. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.